Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the severely calcified and severely tortuous obtuse marginal branch artery. A 7fcls mach 1 guide catheter followed by a non- bsc guide wire was advanced to the target lesion. A 20mm 2.00 maverick balloon catheter was selected and advanced for predilation. The device was inflated twice, 1st inflation is at 12atmospheres then ruptured on the 2nd inflation at 16atmospheres. The device was removed intact. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the severely calcified and severely tortuoused obtuse marginal branch artery. A 7fcls mach 1 guide catheter followed by a non- bsc guide wire was advanced to the target lesion. A 20mm 2.00 maverick balloon catheter was selected and advanced for predilation. The device was inflated twice, 1st inflation is at 12 atmospheres then ruptured on the 2nd inflation at 16 atmospheres. The device was removed intact. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the maverick otw catheter was received inside a carrier tube (hoop) within a maverick otw product pouch and shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).